Manufacturer narrative:
The fse evaluated the device onsite. It was determined that device failed due to a malfunction of the capacitor. Hence fse recommended the replacement of capacitor and the quote has been sent to the customer.

Event description:
Philips received a complaint on the dfm100 device indicating that the device failed the energy output parameters. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.